Manufacturer narrative:
(B)(4)

Event description:
Procedure type: lap gastric banding. According to the rptr: when the surgeon wrapped the stomach to sew it, the needle broke in the middle, approx 2mm of it lodged in the stomach and the remaining part of the needle was removed along with the device. The surgeon tried to remove the portion of the needle but it was in the stomach wall. A new device and load was opened to complete the case. No delay in the case and there was no bleeding.